Manufacturer narrative:
(B)(4). Photographic analysis: a photo was received. The picture shows a staple line with some reinforcement material. Staples legs on the upper side, can be seen. Based on the photo alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy case today on the second firing of the device the inner row of staples fired without hitting the anvil. The doctor uses gore seamguard all the way. The case was completed with two secure staple lines on each. There were no patient consequences reported.